Manufacturer narrative:
The reported events were lead dislodgement and a helix that was unable to extend or retract. As received, a complete lead was returned in one piece with the helix partially extended and clogged with dried blood and tissue. The reported events of the helix could not extend or retract were confirmed. An x-ray examination of the lead revealed an overtorqued inner coil consistent with the procedural damage. After cleaning and applying toque directly to the inner coil, the helix could successfully extend and retract. Furthermore, the helix extension length was within required performance specification. The cause of the reported events of the helix could not extend or retract was isolated to the helix clogged with dried blood and tissue and an overtorqued inner coil.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, an x-ray revealed right atrial (ra) lead dislodgement. The physician attempted to reposition the lead, however, the helix was unable to be extended or retracted. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.